Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc-4318, lot #: 18972671, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were redness, fever, chills and drainage. It was noted that the patient went to the emergency care center and was admitted to the hospital. The patient was prescribed antibiotics and underwent an explant procedure. The physician did not specify if the infection was product or procedure related.